Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk transseptal needle, st. Jude medical sl1 8.5fr sheath, st. Jude medical sr0 8.5fr sheath. Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 350cc. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Although the event was potentially life-threatening, the patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that he thinks it may have been related to transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk needle (with cautery). Sheaths used were a st. Jude medical sl1 8.5 french and a st. Jude medical sr0 8.5 french. Generator parameters included power control mode at 30-35 watts (not titrated) and temperature cut-off of 50 degrees celsius. Overall ablation time was 12 minutes and 50 seconds, with 7-30 seconds per lesion. Last ablation site was the right inferior pulmonary vein. Irrigated catheter flow was set at 30cc/min. There were no error messages observed on bwi equipment during the procedure.